Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced an issue where a cubie pocket released incorrect medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket had dispensed the wrong medication. The technical support specialist informed customer that someone from bd would reach out to schedule an upcoming remediation to resolve the issue. The system functioned as intended after the technical support specialist verified the device.